Manufacturer narrative:
Info added to event description (B)(6) 2024. Additional information: tel (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) had battery error while on patient. There was no harm or injury reported. A getinge field service engineer (fse) evaluated the unit and tested batteries and observed that batteries failed at 37 minutes of the 135 minute test. Fse resolved the issue by replacing the batteries. Fse then completed safety, calibration, and functionality checks and passed per factory specifications. The equipment was cleared for customer use. There was patient involved.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient being transported within the hospital, the cs300 intra-aortic balloon pump (iabp) shut down. The cs300 was not plugged in to a/c power prior to patient transport. Decision was made to transport the patient within the hospital. The battery level was not checked prior to the transport. The cs300 shut down during the patient transport. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.